Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited alarm for high pressure and no kinks in line was observed. It was reported that the patient was able to switch to backup pump and there were no changes in breathing. No patient consequences were reported. No adverse effects were reported.